Event description:
It was reported that patient underwent a revision surgery on ((B)(6) 2014) for an anterior cervical discectomy and fusion at effected level c6-c7 due to a cervical plate (04.613.134) and four screws (04.613.616) backing out. Patient was presenting with delayed healing. Original surgery date was (B)(6) 2013. No other patient or procedure information was provided. Revision surgery was successfully completed. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Birth date- (B)(6) 1953. Pt ID - (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported concerning a revision surgery for an anterior cervical discectomy and fusion at effected level c6-c7 on (B)(6) 2014 due to a cervical plate and four screws backing out with delayed healing. The patient was revised to skyline anterior cervical plating system. The revision surgery was successfully completed on (B)(6) 2014. The original surgery date was in (B)(6) 2013. This is report 3 of 5 for (B)(4).